Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "a jugal abscess following an injection of [unspecified] juvéderm® volift¿ at the level of the nasolabial." Symptoms on going.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported the patient was injected in the nasolabial folds with 0.5 ml of juvéderm® volift¿ with lidocaine. A week later, patient experienced jugal abscess with reported symptoms of ¿recurrent inflammatory fluid collection edema redness heat pain." Treatment was noted as ¿antibiotic¿ in 3 injections during 5 minutes. Approximately six weeks after date of onset, collection drainage by direct approach was performed. Result noted as "sterile bacteria."

Event description:
Additional information reported the patient was injected in the nasolabial folds with 0.5 ml of juvéderm® volift¿ with lidocaine. A week later, patient experienced jugal abscess with reported symptoms of ¿recurrent inflammatory fluid collection edema redness heat pain." Treatment was noted as ¿antibiotic¿ in 3 injections during 5 minutes. Approximately six weeks after date of onset, collection drainage by direct approach was performed. Result noted as "sterile bacteria."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.